Event description:
It was reported that while using the bd syringe luer-lok¿ tip, the barrel was cracked and leaked saline. The following information was provided by the initial reporter: the customer reported about a cracked barrel, resulting in leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd syringe luer-lok¿ tip, the barrel was cracked and leaked saline. The following information was provided by the initial reporter: the customer reported about a cracked barrel, resulting in leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-may-2022. H6: investigation summary: sample and photos received for investigation. Upon visual inspection, cracked barrel is observed, which caused the leakage. Lot number is unknown; therefore lot history could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. It is necessary to obtain the batch number to be able to trace the manufacturing dates of the product and thus be able to generate a robust action plan for the reported defect.